Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. Therefore, no problem was found regarding the reported not sure delivering insulin event.

Event description:
It was reported that the patient attended the emergency department (ER) with hyperglycaemia, migraines, breathing issues and swallowing issues on (B)(6) 2025. The patient's blood glucose levels reached 240 mg/dl. The patient had a blood gas test and was awaiting further investigations including a swallowing assessment. Reportedly, they were treated with oxygen and other breathing treatments. The patient remained in the ER at the time of reporting the medical event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycaemia. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.